Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously depressed total bilirubin (tbi) result was obtained on a patient sample obtained on a dimension exl 200 integrated chemistry system. The customer stated that quality control (qc) was shifting intermittently high, and when moved to the fresh flex, qc recovered in range from the same cup. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse realigned all mechanics, re-ran qc, which recovered within the specifications. Siemens further evaluated the event and determined that the issue was resolved by routine troubleshooting by performing multiple hardware interventions by the cse. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported an erroneously depressed total bilirubin (tbi) result on a patient sample when processed on a dimension exl 200 integrated chemistry system. The initial result was reported to the physician(s). The sample was repeated on the original system. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed tbi result.